Manufacturer narrative:
(B)(4).

Event description:
The pt was charging more than expected. Impedances were good. The recharge interval did not appear to be appropriate. Ultra calculator: two programs: 3.9v, 420usec, 40pps, 461ohms, two anodes, one cathode. The 4.3v, 450usec, 588ohms, one anode, one cathode, 24hrs/day. Usage = 8.93 days bol. The physician intended to replace the ins, but there were concerns as the pt was taking plavix. The pt also experienced painful stimulation at the ins site and around the extension area which was recreated in clinic. Further info is being requested at this time.